Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 10 infusion sets was fell off during use since (B)(6) 2024 event. The infusion set was in use for 8 hours.the blood glucose level was 107 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1886109 - MDR 3003442380-2024-07956 - device 1 of 10.